Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio reflect meter read inaccurately high compared to her feelings and/or normal readings and compared to another device (freestyle). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2021 at 12:00 pm. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿5.3 mmol/l¿ with the subject meter compared to a reading of ¿3.1 mmol/l¿ on the other device, performed within 30 minutes of each other. It was not reported what medication, if any, she takes to manage her diabetes, or if she made any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported developing symptoms of ¿sweating and hands shaking¿ on (B)(6) 2021, right after performing the tests. The patient claimed she treated herself with glucose tablets in response to the symptoms and confirmed feeling better afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca walked the patient through a control solution test on the subject meter and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.